Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. 1. As stated previously the reported event was confirmed during the evaluation step of the complaint process. 2. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling of the device.. This may prevent the discrepancies identified specifically the IFU states; do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. B. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 3. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. Since the device has been delivered more than 4 years ago and was used more frequently, the most likely cause is that the slider switch of the scope socket either failed due to slider switch abrasion of the scope socket or by the user applying an excessive oblique force while connecting the light guide connector. This would then loosens the connection, of the high brightness mode which would then make it inoperative.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. The service technician confirmed the sliding pin on the top of the scope socket was not engaging, causing high intensity not to work. The device was repaired and returned to the customer.

Event description:
The user facility reported the light source socket was loose and caused the high intensity tab to disengage. The issue was observed while preparing the device for use. There was no patient involvement.